Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the tools was not confirmed. Therefore, the reported condition was not duplicated and confirmed. However, during evaluation, it was determined that the device emitted an unusual grinding noise, carrier shaft was worn, bearings were worn, power unit came apart and snap ring was damaged. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the attachment device was not holding the j-latch dissection tools. During an in-house engineering evaluation, it was observed that the device emitted an unusual grinding noise, carrier shaft was worn, bearings were worn, power unit came apart and snap ring was damaged. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.